Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 26 mmol/l and associated symptoms of moderate urinary ketones. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged there was a power/no power issue with the pump. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a power/no power issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings: review of the black box data revealed a power on reset event recorded at 14:29 with deliveries being resumed one hour later. The battery cap returned with the pump was noted to be within the required specifications, intact without damage and able to properly secure to the pump. The pump was powered on and exercised for 24 hours without power interruption, error, alarm or warning. Investigation did not duplicate the ¿no power¿ complaint. Flow accuracy testing revealed the flow accuracy to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pumps interior components. Investigation did not duplicate the complaint and the pump was determined to be operating as intended and without malfunction.